Manufacturer narrative:
Concomitant medical products: corox otw-75 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD)n inappropriate alert occurred during device interrogation. The longest ventricular sensed episode was longer than 60 seconds. Observation noted as inappropriate due to an supra ventricular tachycardia (svt) occurred but was classified as a ventricular tachycardia (vt) no action taken, the patient will be monitored with follow up visits. The ICD&#1157; remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the panorama ii clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.